Event description:
A caller reported experiencing a cartridge alarm 20 with their insulin pump, which did not affect the customer¿s blood glucose level as it remained below 500 mg/dl (27.7 mmol/l). Despite assistance from technical support to load a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. As a corrective action, technical support arranged for a replacement pump, advised the customer on the necessary steps for using the new device, and instructed on returning the defective pump. The customer was informed about using an updated software version and acknowledged understanding of the procedures presented.